Event description:
The drain broke off in the wound. Drain was placed and removal attempted sometime in april. However, due to pt condition, the broken piece was left in place. Removal finally took place in 02.